Event description:
It was reported that during the procedure for a fenestrated endovascular aortic repair (evar), a 20f non-abbott introducer sheath and an 8f procedural sheath were inserted into the patient anatomy. A 10/40 absolute .035 stent delivery system was inserted without resistance; however, the stent system could not advance more than a few centimeters and the stent distal sheath moved. There was no movement of the proximal stent. The stent system outer member had circumferentially split and separated from the stent cover. The stent delivery system was removed from the anatomy without resistance with the safety lock on. The physician assumed that the stent had not deployed. A new absolute 10/40 stent system was advanced and the stent was deployed successfully. A non-abbott dilatation catheter was advanced into the non-abbott sheath for post-dilatation of the stent. At this time, the physician realized that the first absolute stent had prematurely deployed within the non-abbott 20f sheath and advancement of the dilatation catheter had pushed the stent out into the vessel. The stent was mangled within in the external iliac artery. An unsuccessful attempt was made to retrieve the stent using a non-abbott catheter. Cut down was required to remove the stent manually under vision with significant intimal trauma. A separate superficial femoral artery cut down was required and a endoprosthesis was used to cover the significant external iliac artery and common femoral artery trauma caused by the mangled stent and the removal of the stent. There was a clinically significant delay in the procedure as the procedure took more than 2 hours to complete. The patient's condition was reported as satisfactory post salvage. No additional information was provided.

Manufacturer narrative:
(B)(4). Dilatation catheter: coda. Guide wire: lunderquist. Guide cath: fogarty. Sheath: 20f dryseal gore, 8f terumo. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The premature deployment, stent damage, and broken shaft were able to be confirmed. The failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on a visual and functional inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.